Event description:
It was reported that a vena cava filter was placed via a right femoral approach in the infrarenal. A CT scan was performed 2 days later as the pt presented with abdominal and groin pain. It was discovered that the filter had migrated caudally, approx 1 vertebral body. The filter was removed without incident. No pt injury was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the first event reported for this lot to date. The filter, only, was returned for eval. All measurements taken on the filter confirmed it met all specs. It is unk if pt or procedural factors contributed to this event. Based on the filter, eval and the info rec'd, the results of the investigation are inconclusive and the root cause is unk.